Manufacturer narrative:
Device evaluation: the replaced segment of the driveline and the explanted pump were returned for evaluation. The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stoppage events that were captured in the submitted log file. Approximately 19 inches of the replaced portion of the driveline was returned for evaluation. The silicone jacket had been removed until 15 inches from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. The silicone jacket and clear bionate appeared unremarkable. Minor shield breakdown was observed adjacent to, 3 inches, and 11.5 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hi-pot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The explanted pump was returned assembled with the driveline severed approximately 2 and 6 inches from the pump housing and the distal portion of the driveline was not returned. Evaluation of the inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. Both the pump-end segment and additional segment of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed 5 inches from the pump housing. Visual examination of the 4 inch additional segment of the driveline revealed breaches on the orange and yellow wires 5 inches from the pump housing. The observed wire damage appeared to be the result of abrasion from the metal braided shield. Both the segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire''s insulation. The test did not reveal any areas of compromised wire insulation. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted log file. If the exposed conductors of the two wires from different phases made simultaneous contact with the braided shield, the resulting electrical short could have potentially caused pump stoppages while the system was operating on battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transplanted on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on 17sep2017, that pump stoppages were occurring. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and it appeared that a short to shield was occurring while the lvad was connected to the power module. The submitted x-rays showed a potential area of shield breakdown near the percutaneous lead (driveline) exit site. On (B)(6) 2017, the entire external portion of the driveline was replaced with no issues. The pump stoppages occurred again when the lvad was connected to the power module using a grounded patient cable. On (B)(6) 2017, it was reported that the patient will remain in the hospital and the lvad will stay connected to the power module using an ungrounded patient cable. The patient was listed as 1a status for a heart transplant.